Manufacturer narrative:
(B) (4): the driver was returned for eval. Visual examination confirmed one of the tabs on the driver broke off. The tab holds the head of the break off screw in place. A review of the device history records did not identify any applicable non-conformance to spec.

Event description:
It was reported that the flange on the tip of the driver broke during surgery. The driver would no longer hold the set screws. No pt complications were reported.